Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and microscopically. Functional testing was performed. The complaint was confirmed. The root cause could not be determined however, it is likely that significant force was applied to the device during clinical use. A search of the complaint database was performed and no similar complaints for this lot number were identified. The device history record was reviewed, and no exception documents were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a procedure the distal end of the stiff guidewire catheter ruptured while in the left superficial femoral crossover. Removal of the lead was difficult and the rupture occurred when crossing the aortofemoral bifurcation. The device was removed using a lasso.